Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was mistake by operator. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation as no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that an error occurred when the site attempted to take an image.